Event description:
It was reported that during a gastric sleeve resection procedure, surgeon was using gold reloads and had no problems with the gun up until the fifth firing of the instrument. The closing trigger closed without any increased forced, however when the surgeon went to fire the instrument he felt increased resistance and found it difficult to get the firing trigger to close plastic to plastic. The surgeon replaced with a new gun and inspected the staple line. The staple line appeared to be intact and he carried out a leak test which seemed to be fine. He also tested the specimen which he removed for leaks and said at one point along the staple line there was a very slight leak of methylene blue. The fifth firing was attempted across the fundus of the stomach. The patient seems to be recovering well. No patient consequence. One device will be returning.

Manufacturer narrative:
(B)(4). Idler gear teeth, release button. Additional information was requested and the following was obtained: how was the leak controlled? The leak didn't need to be controlled as it was very minimal of the specimen that was removed and the staple line within the patient was tested via a methylene blue test and all seemed normal. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Not known. If echelon, during which stroke did the event occur? First stroke. What other color cartridges were used before and after this event? Only gold. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Not known. Were any unexpected noises heard? If so, when? Grating noise when went to fire the gun. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No the surgeon had to use the manual knife return lever and found it quite difficult. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? No. The analysis results showed that one device was returned in good visual condition and with a reload present. The reload was received fully fired. The firing mechanism was noted to be damaged as the knife was noted to be in the home position and the three stroke indicator was between 1 and 2; no functional test could be performed with the returned device. The returned device was disassembled to verify the condition of the internal components; the release button and several idler gear teeth were noted to be damaged, in addition the idler gear and indicator gear were noted to be desynchronized. This is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. When attempting to fire, significant resistance will be felt as the release button is blocking the path of the indicator gear rotation resulting in the indentation of the anvil release button. If the firing stroke is continued past this point, the idler gear can get damaged and get out of synchronization as the indicator gear does not move due to the interaction with the release button. Furthermore the indicator gear pushes into on the release button, resulting in damage or breakage of the release button post clearing the path of the indicator gear and being able to continue with the firing stroke. Once the gears are not synchronized the device will not open as the position of the indicator gear has to be home in order for the device to open. The batch record was reviewed and no anomalies were noted during the manufacturing process.